Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a high blood glucose reading of 480 mg/dl. Customer stated that he treated with the pump and a manual injection. Customer did not contact his health care professional for his high blood glucose. Customer stated that he had a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the bolus history was correct. Customer stated that he does not have a tubing clamp. Customer will be sent out a tubing clamp and was advised to call back to continue troubleshooting when he receives it. Customer was advised to do a complete set change. Customer believes that his high blood glucose could be related to the tegaderm that he is using. Customer mentioned that his daughter gave him a lantus pen before leaving to work this morning.